Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition while on the medium high volume settings. The device was returned to the biomedical engineering department with a note that stated, "sound is not loud enough." No specific patient information, device programming, or event details were provided. During testing at the user facility, the device did not sound an audible alarm tone during an alarm condition while on the medium or high volume settings. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.